Manufacturer narrative:
The reported field event of extended charge time was confirmed. The device was cut open for analysis. A visual inspection was performed on the subassembly; hv capacitors were seen to be swollen. The cause of the extended charge time was due to an internal hv capacitor anomaly.

Event description:
It was reported the asymptomatic patient presented in clinic. During a capacitor maintenance test, it was observed the implantable cardioverter defibrillator had an alert for charge time limit reached. The device was explanted and replaced without issue. The patient was stable.